Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A 1104b catheter, which functioned without any problems, stopped working after a MRI was done. The unit would only display the integra logo after the MRI. The catheter was replaced. The pt did not incur an injury.